Manufacturer narrative:
Patient identifier, date of birth, gender, and weight not available for reporting device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a trochanteric fixation nail advanced (tfna) procedure for a left femur shaft fracture on (B)(6) 2018. During the procedure, the fracture was anatomically reduced. Surgeon reamed 1.5mm over the diameter of the nail. While attempting to rotate the nail within the canal, surgeon applied heavy torque to the aiming arm attached to the nail. When the lag screw was drilled for and implanted, the lateral x-ray confirmed the lag screw was outside the nail. The screw was removed and surgeon reattempted to tighten the coupling screw back to the top of the nail to then re-insert the lag screw, but the lag screw still missed the nail. Surgeon opted to leave the lag screw out and used two (2) distal locking screws. Surgery was completed successfully with a delay of approximately 10 minutes. This report is for one (1) tfna screw. This is report 2 of 3 for (B)(4).